Event description:
Customer alleged blood glucose results of 88 mg/dl and 237 mg/dl with the aviva system when tests were performed back to back. Customer reported having no symptoms, and did not treat or act based on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.